Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg. Reportedly, intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings which resulted in the control iq software being unable to accurately adjust the amount of insulin delivered. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.